Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 100 units of insulin. Additionally, it was reported that the customer received multiple cartridge alarms. Review of the pump data logbook showed that there were no alarms that occurred that would have suspended delivery. Recommendation was made to call at the time of the alarm so troubleshooting could be performed. The customer acknowledged the information. The customer's blood glucose level was 234 mg/dl.